Manufacturer narrative:
Review of manufacturing records confirmed sterilization for the lead prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated that her daughter was implanted with the vns therapy system and that following the procedure her neck incision appeared red. Patient was subsequently placed on oral antibiotics for two weeks. It was further reported that the patient's neck incision then dehisced and patient was scheduled for immediate surgery. Reporter indicated that the incision site was "washed out" during this procedure. Patient was admitted for three days postoperatively where she was placed on intravenous and oral antibiotics. Patient was then prescribed oral antibiotics for a period of 6 weeks.